Event description:
A surgeon reported a "few" pts one year postoperatively who still have significant glistenings following intraocular lens (iol) implant surgeries. The number of pts and impact was not provided. The surgeon also reported a bilaterally implanted pt whose iols had a high abundance of glistenings one year postoperatively. There was no reported impact to the pt. Add'l info is still expected. There are three MFR reports associated with these events. This report is for the single pt, first eye.

Manufacturer narrative:
Eval summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. No add'l info is expected. (B)(4).